Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2017 with the following findings: during investigation, the keypad cover was intact and all the buttons were responsive during investigation. The keypad was removed and there were no defects found to the under contacts. The original complaint was unable to be duplicated. There was evidence of moisture behind the display lens. A leak test failed due to a display lens leak. The pump was opened and there was evidence of moisture on the main printed circuit board and force sensor plate.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; ok button under-responsive with moisture behind the display. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.